Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol perfix plug device may have caused or contributed to the events as alleged by the patient¿s attorney. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2007 - the patient underwent right femoral hernia repair. A perfix plug was implanted in the patient during this repair. The patient had a prolene hernia system implanted. On (B)(6) 2017 - the patient underwent removal of the perfix plug. The mesh plug was extending into the abdominal cavity and it was carefully excised from a large direct hernia and sent to pathology. On (B)(6) 2007- the patient underwent revision of the migrated perfix plug. The physician noted: "the mesh was identified it was fairly secure in there, but it did have significant mobility in a significant portion of the mesh . Just below the inguinal ligament and this has clearly migrated from the time the mesh was placed and secured into position. . . . The tip of the mesh was identified. It was somewhat mobile but the tip of the mesh was present in the femoral canal and there was loose area around the tip of the mesh such that I felt that a hernia could recur through this area." The patient had a prolene hernia system implanted in the groin to repair an inguinal hernia. The mesh products (bard/davol perfix plug) are defective. The products implanted in the failed to reasonably perform as intended. They caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the products were initially implanted to treat. The patient continues to suffer from chronic abdominal pain and inflammation, among other issues, which affects the patient's daily living. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.